Manufacturer narrative:
The returned samples and lot number of this event was received. The DHR was reviewed without any similar issue, the retained sample was tested and meet the specification. The returned sample was tested and they met the specificaiton. The issue can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
The customer claims that the item is defective, it looks and feels different, leaves a huge gap when inserted onto the syringe and causes leakage.